Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery cap was not returned; therefore a test battery cap was used to complete investigation. Investigation revealed a torn keypad; however the keypad buttons were found to be responsive to button presses. The keypad cover was removed and contamination was found under the button key contacts. The text on the display screen also had a reddish tint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
Investigation revealed a torn keypad; however the keypad buttons were found to be responsive to button presses. The keypad cover was removed and contamination was found under the button key contacts. The text on the display screen also had a reddish tint. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2015.